Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were multiple issues with the insulin pump. The patient's blood glucose at the time of incident was 12.0 mmol/l. The caller stated that the insulin pump was stuck on the priming screen; the esc button would not work. The battery was removed and reinserted and the insulin pump alarmed failed battery. A new battery was inserted, which resolved the failed battery alarm, but failed to resolve the unresponsive esc button. The patient was able to successfully prime up to 18.9 units of insulin. However, the customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.